Manufacturer narrative:
(B)(6). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lombardi jr, a. V., md, facs, berend, k. R., md, & adams, j. B., bfa. (2014). Why knee replacements fail in 2013. The bone & joint journal, 96-b(no. 11), 101-104.

Event description:
Information was received based on review of a journal article titled, "why knee replacements fail in 2013¿. It was noted in the article that unknown number of patient(s) experienced polyethylene wear.